Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1234001) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00133 for the second device and MDR 3004939290-2014-00134 for the third device.

Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped and deployed per the IFU. It was reported that the balloon ruptured during pullback, after the balloon abutted the sheath. The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was prepped and deployed. The balloon from the second device also ruptured during pullback, after the balloon abutted the sheath. The second device was removed and a third mynxgrip vascular closure device 6f/7f was prepped and deployed. The balloon from the third device also ruptured during pullback, after the balloon abutted the sheath. The third device was removed and the pt was converted to approx 15 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged from the hosp the same day with no clinical sequela noted.